Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 478 mg/dl. The customer treated their blood glucose level with an injection. The no delivery alarm was resolved with a complete infusion set and reservoir change. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, broken reservoir tube lip, stained end cap sticker and minor scratches on display window noted.